Event description:
Baxter canada reports transfer set leaks as soon as cap is opened. Noted during use. Age of transfer set approximately 2-12 weeks. No patient injury or medical intervention required.